Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain associated with difficulty ambulating, instability, and decreased range of motion (right).